Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacture representative reported the date of the surgery was (B)(6) 2020.

Manufacturer narrative:
H6: the evaluation code method has been updated for this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via the manufacturing representative (rep). The rep reported the pump was explanted on (B)(6) 2020 and the device was discarded. A new pump was implanted in a different location. It was specified that the pump was not functioning abnormally, the issue was with the pocket. The pump pocket appeared to be enlarged. When the pocket was opened it was discovered the pocket was full of fluid and the surgeons did not believe the fluid was drug. The patient was not reporting symptoms indicative of a device malfunction. The patient did not provide any possible external factors. The surgeons checked the catheter connection to the pump and did not find it to be lose. The actual versus expected drug volume matched as well. The surgeons could not determine the cause of fluid collection in the pocket. The pump pocket was moved, the pump was replaced, and a culture swab was sent to the lab containing the pocket tissue. It was reported the issue was resolved as of (B)(6) 2020. The patient's status was provided as alive - no injury. It was noted the device was delivering 600 mcg/ml of baclofen at 75 mcg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving baclofen and another drug at unknown concentrations and doses via an implantable infusion pump. It was reported that at the patient's last two refills, there had been a lot of fluid in the pump pocket and the doctor had to drain it off. It was noted to be a "significant seroma" and the patient also had increased spasticity. It was noted the neurosurgeon would most likely do an exploratory surgery/revision. No further complications were reported.